Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out during removal leaving the pessary inside. She was unable to remove the pessary and had to visit the emergency room for assistance. The doctor removed the pessary and she is doing fine.